Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received not deployed. The top and bottom housing were observed to be cracked. Multiple internal components were observed to be damaged, including the pcb, slide insert, slide retract, mechanism rails, linkage assembly, bottom battery, rear and front anchors, and reservoir cap. Score marks were observed to the underside of the top housing. Due to the alignment of the damages to the top and bottom housing to the damaged internal components, along with the score marks on the top housing, the observed damage was determined to be post use damage. All attempts to download the data were unsuccessful due to the damage on the pcb assembly. Due to the post use damage, certain investigation tests could not be completed adequately. Due to the post use damage and the data loss, the exact cause of the reported needle mechanism failure could not be determined.